Event description:
It was reported that during treatment of a mildly calcified, previously stented, re-stenosed lesion in the proximal circumflex a 2.5x15mm nc trek met resistance during advancement. Once at the lesion, the balloon was inflated between 12 to 18 atmospheres (atm). The balloon was re-positioned to the proximal side of the lesion and during the second inflation at 12atm, the balloon ruptured. The device was removed without issues. Several other balloons were used to complete the procedure. There were no reported adverse patient effects and no reported significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.